Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) stopped suddenly, shutting down completely, during ivtm therapy for a 58-year-old male patient. It was observed that the power fuse was blown. A hospital technician changed the fuse, but it blew again. The console could no longer be started again. No error messages were noticed. The console was in the "run" mode for 3 days and was in the maintenance phase. The patient's treatment was completed, and the console was removed. No impact or consequence to the patient.